Manufacturer narrative:
(B)(6).(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an unspecified spinal procedure that was changed from a cortical bone trajectory to a pedicle trajectory using pedicle screws. It was reported that the lamina fractured during the procedure. No additional patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.